Manufacturer narrative:
(B)(4). Date sent: 6/21/2021. Additional information was requested, and the following was obtained: unfortunately the surgeon did not share any further details with us. Were there any issues experienced with the device in the initial surgical procedure? N/a was a leak test performed? If so, what type and what was the result? N/a. How was the leak identified? Reoperation. What was observed at the site of the leak upon reoperation? Surgeon said ¿center of the staple line had completely dehisced¿. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. N/a. Was anything done to address leak besides clips? N/a. Were black reloads used in entire creation of sleeve? Unknown. Surgeon said the firing that dehisced post op was a black reload with cook buttress. What is the current patient status? N/a.

Manufacturer narrative:
(B)(4). Batch # unk the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. The following information has been requested. To date a response has not been provided: were there any issues experienced with the device in the initial surgical procedure? Was a leak test performed? If so, what type and what was the result? How was the leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was anything done to address leak besides clips? Were black reloads used in entire creation of sleeve? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the doctor had a patient that leaked day three post-op after a lap sleeve gastrectomy. He took the patient back to re-operate and the location of the leak was low (first or second staple firing) and the middle/center of the staple line had completely dehisced. Surgeon intervened by placing clips. He said the patient is doing okay so far following this. Surgeon was using echelon+ with black reload & cook bio-design buttress.